Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The rv lead generated placement difficulties and its helix appeared to extend abruptly rather than extend smoothly after over 30 turns of the fixation tool. The physician retracted the helix after multiple turns of the fixation tool. But, was unable to reposition the lead because the helix failed to extend again. The rv lead was removed and replaced with an alternate. No adverse patient effects were reported.